Event description:
Complaint stated: cut center of balloon. Analysis determined: latex has a 0.75mm tear in mid-balloon. Balloon latex shows signs of normal aging. Unit was used in vivo. This was not determined until analysis was completed.